Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that over the weekend, the stimulator stopped working and the patient spoke with the doctor yesterday and he directed her to contact the manufacturer. The stimulator is not giving out stimulation and showing a power on reset (por) message. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.